Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator sn ( B)(4) was received for analysis. When the generator powered on, it initialized and displayed the software application. The touchscreen was unresponsive and did not respond to tactile input. The root cause of the field reported event was successfully isolated to abnormal functionality of the microprocessor within the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, the generator touch screen was not working. Troubleshooting steps did not resolve the issue and the procedure was cancelled. There was no patient consequences.